Event description:
Complainant reports that during a follow up visit three weeks post-op, an ap x-ray revealed the device had subsidence into the inferior endplate l5. The device was explanted and spinal fusion was performed.